Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, the signals were not as expected during ablation with an increase in noise being displayed during each ablation. Additionally, the rf catheter was shifting more than expected during the case, and maneuvered to the point where it got misplaced and caused complete atrioventricular heart block. The case was aborted while the patient was under general anesthesia. The patient was hospitalized for approximately one week for observation and a pacemaker was implanted. No further patient complications have been reported as a result of this event.